Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32558. It was reported the patient had been flipping the ipg and that caused both leads to coil in to the ipg pocket. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.